Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2007, (B)(6) 2008, (B)(6) 2010 and c-section (B)(6) 2007. Previously administered products included for birth control: ortho-cyclen from february 2011 to (B)(6) 2011. Concurrent conditions included visual impairment, foggy feeling in head, anxiety, depression, muscle pain and bone pain. Concomitant products included alprazolam (xanax), fexofenadine hydrochloride (altiva) and fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. In january 2012, 1 year after insertion of essure, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss") and menorrhagia ("prolonged menstrual bleeding; prolonged menses/ abnormal bleeding (menorrhagia)"). In january 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2017, operative laparoscopy with bilateral essure bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, alopecia, menstrual disorder, menorrhagia and vaginal haemorrhage had resolved and the headache outcome was unknown. The reporter considered abdominal pain, alopecia, headache, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in june 2012 plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - on 11-jun-2011: total bilateral occlusion 14-mar-2017 : operative notes : preoperative and postoperative diagnosis: 1. History of hysteroscopic sterilization with essure. 2. Desiring removal of essure inserts and bilateral salpingectomy. Operation: operative laparoscopy with bilateral essure removal and bilateral salpingectomy findings: essure inserts in expected location within bilateral fallopian tubes with no evidence of perforation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 3 (B)(6) 2007, (B)(6) 2008, (B)(6) 2010 and c-section (B)(6) 2007. Previously administered products included for birth control: ortho-cyclen from (B)(6) 2011. Concurrent conditions included visual impairment, foggy feeling in head, anxiety, depression, muscle pain and bone pain. Concomitant products included alprazolam (xanax), fexofenadine hydrochloride (altiva) and fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, 1 year after insertion of essure, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss") and menorrhagia ("prolonged menstrual bleeding; prolonged menses/ abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery on (B)(6) 2017, operative laparoscopy with bilateral essure bilateral salpingectomy. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, alopecia, menstrual disorder, menorrhagia and vaginal haemorrhage had resolved and the headache outcome was unknown. The reporter considered abdominal pain, alopecia, headache, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2012 plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion (B)(6) 2017 : operative notes : preoperative and postoperative diagnosis: 1. History of hysteroscopic sterilization with essure. 2. Desiring removal of essure inserts and bilateral salpingectomy. Operation: operative laparoscopy with bilateral essure removal and bilateral salpingectomy findings: essure inserts in expected location within bilateral fallopian tubes with no evidence of perforation. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Case became medically confirmed. Concomitant conditions added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 794894) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2010). Previously administered products included for birth control: ortho-cyclen from (B)(6) 2011. Concomitant products included alprazolam (xanax), fexofenadine hydrochloride (altiva) and fluoxetine hydrochloride (prozac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, 1 year after insertion of essure, the patient experienced migraine ("migraine headaches"), alopecia ("hair loss") and menorrhagia ("prolonged menstrual bleeding; prolonged menses/ abnormal bleeding (menorrhagia)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("abnormal menstrual bleeding"). The patient was treated with surgery (on (B)(6) 2017, she had bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, alopecia, menstrual disorder, menorrhagia and vaginal haemorrhage had resolved and the headache outcome was unknown. The reporter considered abdominal pain, alopecia, headache, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2012 plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: information from pfs. New reporters added. Patient¿s demographics added. Historical conditions added. Lot number added. New events added: abnormal bleeding (vaginal) and headaches. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, 1 year after insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), alopecia ("hair loss"), menstrual disorder ("abnormal menstrual bleeding") and menorrhagia ("prolonged menstrual bleeding; prolonged menses"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, migraine, alopecia, menstrual disorder and menorrhagia had resolved. The reporter considered abdominal pain, alopecia, menorrhagia, menstrual disorder and migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning sometime in (B)(6) 2012 plaintiff sought medical treatment regarding the aforementioned symptoms. Since the essure removal surgery she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: confirmed fallopian tubes were fully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.